Event description:
Device report from synthes reports an event in portugal as follows: it was reported that the hammer arrived damaged to the local distribution center. The issue was discovered during inspection. No further information is available. This report involves one hammer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the hammer was broken at the poly impaction tip. The broken tip was returned for investigation. Additionally, the weld between the shaft and the hammer seems to have broken partially, however the subcomponents have not detached. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the hammer would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # pet60250; lot # e17di0149; supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 11 jul 2017 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.